Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) center. H.6. Investigation summary: "material #: 367856 lot/batch #: 2292065 bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that five bd vacutainer® edta 2k have been found experiencing overfill during use. No patient impact was reported. The following has been provided by the initial reporter: this is a complaint about draw volume overflow. Customer reported that there was an inflow of more than the line for the health checkup center portion.